Manufacturer narrative:
Evaluation - failure to follow instructions- lesion not predilated.

Event description:
Image review: the procedural images confirmed the difficult nature of the procedure due to the tortuous and calcified nature of the vessel and lesion. The images do not capture the initial unsuccessful attempt to deliver the stent across the lesion. There are no images of the second attempted delivery of the device or the stent dislodgement as the device was withdrawn. The dislodged stent is visible in the proximal rca. The images capture the partially deployment of the stent using the 1.25 x 12 mm balloon. The deployed stent is located more distally in the vessel following deployment with the trek balloon. There is a highly calcified area visible immediately distal to the deployed stent. The 3.5 x 34mm stent is successfully deployed in the vessel with the 12mm stent overlapping a section of the stent.

Event description:
The physician was using a resolute integrity drug eluting stent to treat a lesion in the mid rca which exhibited 95% stenosis. Device was inspected and prepped prior to use with no issues noted. Guide wire was crimped after initial attempt to direct stent. New wire was inserted at the target lesion and a balloon was used to pre-dilate. During the 2nd delivery attempt of the resolute stent it was unable to be advanced across the target lesion; during withdrawal the stent became dislodged. A balloon was used to inflate the stent and then another balloon was used to fully inflate the stent and get complete apposition. Another resolute stent was then placed to cover the original lesion. Physician indicated the highly calcified disease state and an acute bend in the proximal rca was likely the root cause of the stent dislodgement. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent embolism,failure to deliver the stent. Patient¿s condition affected effectiveness of device- 95% stenosis, acute bend. No results available since no evaluation performed- device or procedural images not provided for review. Device not returned. Evaluation conclusion: inherent risk of procedure-stent embolism,failure to deliver the stent. Device failure/lack of effectiveness related to patient condition- 95% stenosis,acute bend. Unable to confirm complaint - device not provided for review. (B)(4).